Event description:
The user facility reported that during an ICU nurse training class, the impella console used for demonstration had a battery failure alarm. The alarm persisted despite following instructions on the screen. The console was placed in the cardiac catheterization lab (ccl) in an area where it wouldn't be used with a sign on the console. Staff were informed not to use the console until it has been serviced.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-03025 in accordance with updated procedures. D9 was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03025. E2 was erroneously entered on the initial manufacturer device report number 1220648-2023-03025. G1 reporting contact email revised on manufacturer device report 1220648-2023-03025 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03025.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. Data analysis: the logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) and a battery 1 communication failure alarm (smbus communication loss or sda short ¿ event set #352) due to low pack voltage. Device analysis: the failure mode was reproduced on an engineering lab bench. The batttest result shows a cell imbalance in cell 3 of battery 1. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure.